Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had an outer coil fracture that was discovered during routine device change out. The lead had previously been programmed to unipolar by the referring physician. This lead remains in use. No patient complications have been reported as a result of this event.